Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was depleting quickly. Additionally, it was reported that the pump touchscreen was dim. There was no reported impact to customer's blood glucose. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.